Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic roux-en-y procedure, while stapling the pouch of the stomach, the stapler was able to fire but the staple line did not look good, looked jagged/oozing. The reload came apart, the staple portion of the cartridge separated from the metal/bottom part, when it was unloaded from the loading unit. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device and three photographs. Photographic inspection noted oozing at the staple line. Staples at the distal end of the staple line appear to not be fully crimped. Visual inspection noted that the cartridge shield was detached from the cartridge assembly. The cartridge was partially fired. The distal end of the cartridge shield was bent outward and the right distal hook of the cartridge shield was protruding away from the cartridge. The cartridge was reassembled for functional testing and no issues were noted. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. Disengagement of the cartridge shield and shield damage may occur when the cartridge is partially fired and forcefully removed. The sled may remain in a section of the channel that is rigid and in the location of the cartridge shield/channel snaps, which holds the cartridge shield snaps in place laterally inside the channel preventing them from flexing for easy removal of the cartridge assembly from the channel. If information is provided in the future, a supplemental report will be issued.